Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported although the patient felt stimulation, it was not effectively covering all of her targeted areas of pain as such, the patient underwent surgical intervention on (B)(6) 2017, wherein an additional lead was placed. Reportedly, effective stimulation was achieved following the procedure.